Event description:
Patient with 7cm of barrett's containing high-grade dysplasia. Developed stricture after circumferential ablation which was successfully dilated. Additional focal ablation was completed to eradicate remainder of disease. The physician considered the event severity as mild and not related to any malfunction of the device.